Event description:
An ophthalmologist of three pt's who underwent a cataract extract with lens implant who experienced a postoperative refractive error of 3-5 dipters. This man had an initial implant into the left eye with a model 815a/22.50 (d) on 8/14/97. On 12/18/96, explantation was performed and another lens (same model) was implanted. The opthalmologist was asking if it was possible that the power of the lens in the package and the labeling did not match. He reported that all of the equipment in the clinic was rechecked and measured and no abnormality found. The pt's were also measured and found to be correct. Add'l info is being sought as to what problems lead to finding the refractive error in this pt, diagnostic procedures, treatment and outcome of the reported problem, however, no further response was received from the source. A review of the batch records by the MFR indicated that the diopter was correct at the time of release. No further info is expected. The lens was discarded at the clinic, so no further investigation will be done.